Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time. The customer reverted to an alternate method of insulin therapy.